Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the customer had a black spot on their insulin pump's screen. Customer blood glucose was 11 mmol/l. The customer stated they did not expose their insulin pump to extreme temperatures or direct sunlight. Troubleshooting was unable to resolve the black spot on the customer's screen. Advised the customer to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.